Event description:
A 3.0mm diameter x 15mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a lesion between two previously deployed stents in the mid circumflex lesion. The vessel morphology was non tortuous and no calcification. The lesion was pre-dilated. It was reported that the stent was normal, and they had no difficulties either removing it from the hoop or loading/advancing it until they reached the proximal stent. When the stent was being advanced, it got caught on a stent strut from a previously deployed stent. The physician attempted to remove the stent delivery system and the stent dislodged from the balloon. The physician was unable to snare the stent after several attempts. The physician used balloons to crush the stent between the vessel wall and then deployed a driver stent. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation: results - inherent risk of procedure (embolism-device). Caused by another device/drug (previously deployed stent). Conclusion - device discarded unable to follow up (delivery system). Another device caused failure (previously deployed stent).